Event description:
It was reported that the patient was concerned this implantable device was replaced early. The device remained in service for approximately eight years. No additional adverse patient effects were reported. Further information was provided indicating the device did not exhibit any malfunction and was explanted prophylactically.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was concerned this implantable device was replaced early. The device remained in service for approximately eight years. No additional adverse patient effects were reported. Further information was provided indicating the device did not exhibit any malfunction and was explanted prophylactically.

Event description:
It was reported that the patient was concerned this implantable device was replaced early. The device remained in service for approximately eight years. Further information was requested. No additional adverse patient effects were reported.